Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the atrial channel resulting in an inappropriate mode switch. Device data was sent to rhythmcare for review. Data review determined this lead exhibited noise on the shock channel. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.